Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer performed self-test and they received hardware low level failure error. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019. Please disregard the supplemental report as it was submitted incorrectly with failure analysis results that were already included with the initial report.

Event description:
It was reported that the pump error alarm occurred twice. It was also reported that the insulin pump passed the self test during troubleshooting.